Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture in unipolar configuration, and high thresholds in bipolar configuration. It was further reported that in unipolar configuration the patient experienced pocket stimulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2009. (B)(4).